Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The images provided were reviewed and a relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the fracture of lateral cortex at proximal femur and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. Possible causes could include but are not limited to traumatic injury or abnormal loading of the limb at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that on literature review synergy cementless stem system in the article comparison of early effectiveness between different approaches in primary total hip arthroplasty. One revision surgeries was performed due to a fracture of lateral cortex at proximal femur on postoperative while using unkn synergy hip imp.